Event description:
As the nurse was changing the dressing to their patient's right ij triple lumen, they noted blood to be pouring from the line. As the nurse looked closer, they noted that the blood was coming from the proximal port line and there happened to be a small "nick" on the tubing. The tubing was immediately clamped and line was removed and saved and the unit nurse manager was made aware of the event by the bedside nurse. The nurse manager and nurse looked at and examined the line together. The nurse reported they did not use anything invasive that would cause damage to line (i.e. No scissors utilized). No change in practice or process necessary. The patient did not have any adverse effects because of this event.